Event description:
During a pacemaker replacement procedure, connection issues associated to the subject device were reported. Appropriate connection was indicated initially confirmed by a pull test, so the pacemaker was placed in the pocket. "Loose connection" was then confirmed under fluoroscopic observation and the physician reconnected the lead. Proper connection was confirmed and the pocket was closed. The pt symptom was af brady and spontaneous rate was 70-90 ppm. Since the pacemaker setting was 50ppm, pacing was not delivered during the implant procedure. During the post-operative check, high lead impedance was indicated. The pocket was opened approx one hour later, and the lead was removed from the port without loosening the setscrew. The lead was measured again, and there was no abnormality. The physician was unable to fully insert the lead into the port. Then without the lead inserted, the physician tightened the set-screw until the clicking of the screwdriver, and then loosened the set-screw three turns. Again, the lead could not be fully inserted, so another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.